Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" tested 1st time and got 7.5 inr. Retested 2nd times and got 1.6 inr. Retested 3rd time and got 3.3 inr. Caller confirmed that he had brought it on a trip and had the meter in his luggage that he checked in at the airport. He tested twice while on vacation and both time got results within his range around 2.0-3.0. He stated, he is normally in the 2's for his results. He had no change in diet or medication; he did not eat this morning when he tested.

Manufacturer narrative:
Investigation pending.